Event description:
Litigation papers allege: pt was implanted with a depuy asr hip on her left side on or about (B)(6), 2007. In (B)(6) 2008, pt began experiencing severe hip, thigh, and groin pain; pain while sitting for prolonged periods of time; pain while lying on her side; and pain while walking. She was also injured by excessive levels of chromium and cobalt. It is not clear whether pt has been revised on her left side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient fact sheet (pfs) forms and implant stickers received which identified part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient is a resident of tx.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.